Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) and patient (pt) regarding the pt's implantable neurostimulator (ins). Hcp called requesting manufacturer representative (rep) phone number. Hcp said pt was having issues. Patient and technical services (pats) provided the national answering service (nas) number to hcp. Pt called in stating their stimulator was not working. Pt stated they didn't feel any stimulation at all and would like to have a rep take a look on their ins. Pats agent offered to adjust or switch group but pt declined wanted a rep to take a look instead. Pats agent redirected the pt to hcp and provided nas for hcp to call.